Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the shunt in the moderately tortuous and severely calcified left forearm. A 5.0 x 100, 75cm, mustang balloon catheter was advanced for dilatation. However, during second inflation at 15 atmospheres for 60 seconds the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post-procedure.